Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 555 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, dehydration and nausea. Once at the hospital the patient was given a heart monitor , intravenous insulin, ativan , nausea medicine and 10 bags of intravenous fluids. The patient was released from the hospital after 3 days.